Event description:
Additional information was received that the right ventricular (rv) lead and device continued to exhibit out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which did not yield any significant findings. Subsequently a revision procedure was performed where pacing system analyzer (psa) testing showed high out of range impedance measurements on the rv lead. Thus the lead was surgically abandoned. A new rv lead was implanted with the existing device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. There were no episodes of noise. Additional information was received and indicated that the patient would continue to be monitored and possible lead revision at elective replacement indicator (eri). The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that the reported high pacing lead impedance continues to be intermittently out of range. The clinic still continue to monitor this issue and take no additional action at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.